Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70 serial/lot: (B)(4) description: linear 3-4 lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection at the lead entry wound site. The patient was admitted to the hospital for the possible removal of the system and blood tests.

Manufacturer narrative:
Correction to initial MDR in field it should have stated na additional information was received that slight redness was observed, however no antibiotics were prescribed and no explant was performed. The patient is currently doing fine.

Event description:
A report was received that the patient had a suspected infection at the lead entry wound site. The patient was admitted to the hospital for the possible removal of the system and blood tests.